Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was intact and the up, down, and ok buttons responded intermittently. Contamination was found on all of the button contacts. Unrelated to the keypad issue, the bolus button cover was torn but responded normally. Additionally, the display was dim and discolored.